Event description:
The customer stated that her breeze2 blood glucose reading were higher than usual. She alleged that she performed control tests at the pharmacy and received results of 167 and 170 mg/dl. The normal control range was 92-126 mg/dl. No adverse events were alleged. The customer disposed of the control solution, so further troubleshooting was not possible. The test strips was not possible. The test strips are to be returned for eval. Replacement test strips were sent to the customer.